Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation.the customer's reported complaint description of balloon was leaking cannot be confirmed, no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.the contract manufacturer (biomerics) performs 100% air leak tests on the balloon devices. Balloons are inflated with air during the test dwell. Labeling review: the dfu for the 0901003 states the following: note: nominal fill volume is 100cc/ml. The balloon fill volume can be under filled by physician direction. Fecal matter may block gas release tip record device depth on provided chart label. Verify the balloon resides past the anal verge (distal to anal verge) through standard imaging. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
An end user reported an issue with an isoloc prostate treatment immobilization device. The end user reported that the balloon was not tested prior to insertion. The balloon was inserted and pullback, for air was performed, and then the balloon was filled with saline. The balloon was filled per protocol to 90 cc and with a standard stop at 145 depth. The rectal balloon appeared to have burst/leaked water (fill medium) after it was placed. The leak was noticed on the CT scan that the balloon did not appear to be fully inflated. The leakage occurred during the patient treatment when the "beam" was on so they were not able to go bed side till the treatment was completed. When checking the device, there appeared to be nothing wrong with the valve (it was fully closed, and water was not pulling back into the syringe). When attempting to deflate the balloon, water containing stool returned into the syringe (should be clear water that returns). The rectal balloon was fully removed and disposed of, and a new rectal balloon was inserted which was verified for position/fill with CT scan before treatment. There was no report of the patient experiencing any adverse effects, harm, or require medical intervention as a result of this incident.